Event description:
The patient is a 60-year-old active male (dob: (B)(6) 1965, weight unknown) who underwent surgery on (B)(6) 2025, during which bone grafts were required to place the cup due to a cyst; postoperative immobilisation was planned for 4 weeks but was discontinued by mistake after 7 days. At a standard postoperative control visit, the patient reported no pain or dysfunction but x-rays showed cup migration and trapezium fracture. On (B)(6) 2025, a revision surgery was performed with the sales representative present; no metallosis was observed, the cup had migrated from the trapezium into the surrounding tissue, and the trapezium was fractured in the middle, preventing placement of a new cup.

Manufacturer narrative:
Material analysis (visual, functional and dimensional inspections) could not be confirmed, since the affected device was not returned. The device and the complaint history review could not be performed as the device lot details were not provided. Based on the provided medical imaging, the failure appears to be primarily related to inadequate bone quality and quantity (small trapezium), which constitutes a contraindication to implantation. The patient did not comply with postoperative recommendations, as immobilization - originally prescribed for four weeks - was discontinued after only seven days. This premature discontinuation likely contributed to impaired osseointegration.